Event description:
The manufacturer received information alleging "noise" occurred on a trilogy ev300 ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. The technician confirmed the fans and blower were functioning normally with no mechanical/rubbing sound as described by the customer. There were no actionable errors found. The oxygen blender module was replaced as a precaution. During the evaluation it was noted that the device failed an active exhalation control module system test. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing and meets the specification for the performed service and is returned to use.